Manufacturer narrative:
Received a 13.5 f hemocath for evaluation. A visual inspection revealed a hole in the venous extension tubing. A functional analysis showed the venous extension tubing to leak when flushed. The device was forwarded to the device contract manufacturer.

Event description:
Catheter inserted and found to have a hole in venous line. Hole "patched" with tegaderm dressing until patient was clinically stable enough to have a break from dialysis and replace catheter.

Manufacturer narrative:
Received a 13.5 f hemocath for evaluation. A visual inspection revealed a hole in the venous extension tubing. A functional analysis showed the venous extension tubing to leak when flushed. The device was forwarded to the device manufacturer. Based on the investigation performed and the sample analysis, it was concluded that the this was not due to a manufacturing issue. The catheter is 100% leak tested during the manufacturing process and no deviations were note in the device history record. Therefore, we are unable to determine the cause or factors that contributed to this event.